Event description:
Boston scientific received information that this device was explanted for battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device may have exhibited premature battery depletion. Seven months ago, a longevity estimate stated 1.5 years remained on the device, however recently the device declared end of life (eol). The device will be explanted in the near future and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service and will be replaced in the near future. No further information is available. This report will be updated if more information becomes available.